Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation exhibited multiple abrasions. No explanation was found for the reported noise problem.